Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents and the provided x-ray images. The manufacturing process for this lead was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. Next, the included x-ray images were analyzed. The x-ray images showed a stretching at the svc shock coil. This stretching resulted with high probability from a strong external force impact during an operation. There was no indication of a manufacturing error.

Event description:
Ous MDR - after an implantation time of 57 months, a stretched svc shock coil was discovered during an x-ray examination. The electrical parameters were, however, unremarkable during the follow-up. Patient will be closely followed. A revision was recommended.